Event description:
It was reported that during implant the physician had difficulty getting the lead to stay in place - dislodged - there were multiple repositions all which failed. The lead was explanted and a new lead placed successfully. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.